Event description:
It was reported that the patient was transplanted and heartmate 3 pump explanted on (B)(6) 2022. The hospital will be returning the pump to abbott. Additonal information revealed that that patient was elevated to the transplant list because the patient was admitted on (B)(6) 2021 for transient paresthesias which were felt to be consistent with a transient ischemic attack (tia).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information revealed that the tia was possibly cardioembolic. The patient experienced right face numbness/tingling and right arm/leg heaviness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported neurologic dysfunction could not be conclusively determined through this investigation. Evaluation of (B)(4) identified no device issues. (B)(6) was returned with the pump cable severed approximately 7.5¿ from the pump housing, and the distal portion was not returned. The modular cable was not returned. The sealed outflow graft (ofg), ofg bend relief , and apical cuff were not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. Log files were retrieved from (B)(6). No atypical events were observed. The pump appeared to function as intended with stable rotor displacement and rotor noise values. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 09jul2018. No further information was provided. The manufacturer is closing the file on this event.